Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image disappeared and will not turn back on the scope and that the scope had an e216 error when wagging. The issue was found during set up for an undisclosed procedure. No delay or harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's investigation. Device evaluation and inspection found an e216 (scope communication error) and image disappears during angulation in ud (up/down) directions. Based on the results of the investigation, the reported issue of communication error , no image was confirmed and found to be due to damage in the imaging section unit charge coupled device (ccd) unit. A definitive root cause of damage ccd unit cannot be identified. Olympus will continue to monitor field performance for this device.